Manufacturer narrative:
Efforts to obtain additional information were unsuccessful. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shock impedance measurement greater than 125 ohms. A clinic is aware of the elevated measurements. No adverse patient effects were reported.